Event description:
Loose connection was noted between the catheter and hub. This resulted in separation, air entry and blood back up in the catheter. Four lines of the catheters were replaced and two were removed.